Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic totally occluded target lesion was located in the severely calcified and moderately tortuous right anterior tibial artery. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. During the first inflation, the balloon ruptured at 14 atmospheres after being inflated for 20 seconds. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Complainant name: (B)(6) hospital. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).